Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was a power issue. It was alleged that there was a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: during investigation, the pump was not able to be powered on. The complaint of a battery life issue was not able to be adequately investigated due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.